Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum infusion pump over infused magnesium sulfate to a patient. This event occurred on (B)(6) 2015, during transport from the labor and delivery unit at (B)(6) hospital to (B)(6) hospital due to preterm labor. The patient was female, (unknown age) at (B)(6) gestation with a diagnosis of preterm labor and started on an infusion of magnesium sulfate. It was noted that magnesium sulfate is commonly ordered to prevent progression of labor. The customer reported the event history log indicated the infusion was programmed by the user as follows: primary infusion: lactated ringers (undisclosed volume/rate) and secondary infusion: magnesium sulfate dose: 2gm/hr, concentration: 40gm/1000ml, rate: 50ml/hr (this indicates a multidose IV bag). A loading dose was initiated at 23:20: magnesium sulfate dose: 4gm (bolus) rate 400ml/hr, vtbi: 110ml, at 23:35 given: 94.6ml. At 23:35 titrated down to dose: 2gm/hr rate: 50ml/hr, at 23:39 given: 97ml. At 23:40 ICU care area selected and bolus programmed at 999/hr and at an unknown time it was noted that 600ml total volume was given over a 30 minute period. Due to the alleged over infusion of magnesium sulfate it was noted the patient became groggy progressing to an unresponsive state, vital signs are unknown at the time of the event, calcium gluconate 1gm was ordered and given via slow manual administration and other medical intervention measures were provided but could not be disclosed to baxter at this time. The patient became responsive post administration of calcium gluconate and proceeded to be transported to (B)(6) hospital. The patient delivered the baby after transport to (B)(6) hospital. Both mother and baby are stable postpartum.

Manufacturer narrative:
(B)(4). Baxter submitted a supplemental manufacturer report on 9/15/2015 stating that this record is no longer considered reportable. This information was reported in error and manufacturer report number 1314492-2015-08555 should remain a reportable event.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found in specification in relation to the reported symptom of over infusion, which was not confirmed or reproduced. The engineering investigation took 27 flow samples under multiple conditions, flow rates, and volume to be infused with all test results found to be in specification. Based on reported information and device evaluation, it was determined that it is unlikely that a baxter device caused or contributed to the reported event. This MDR was initially reported due to the absence of information. Upon review of this evaluation, it was concluded that the reported malfunction could not be confirmed and this event is determined to not be a reportable event. Manufacturer report number 1314492-2015-08555 can be removed from the FDA database.